Event description:
In the medline stc tracheostomy tote, the catheter suction and the ID band on the contents sheet should only be located in the tracheostomy bundle, which is missing from the tracheostomy kit. These are crucial. Miscellaneous bundle separate for a reason to add trachs to and send with the patient to have in case of airway obstruction or other airway emergencies. So, these items should be packaged all in one to identify what kind of trach, what incision type, and who the surgical team taking care of the patient.